Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator stopped delivering air during use. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
During troubleshooting by our field service engineer and the hospital¿s engineer, smoke and flames erupted from the device. A deeper investigation revealed that the dc/dc & standard connectors printed circuit board (pcb) was severely damaged, showing clear signs of burning. The hospital subsequently scrapped the unit. The damaged dc/dc pcb was returned for further analysis. The dc/dc & standard connectors pcb converts the internal dc supply voltage +12 v into the different internal dc supply voltages ranging from +3.3 v to 24 v. It also controls switching between mains power and external 12 v dc power supply. All standard connectors are located on this board. A visual inspection performed at the manufacturer¿s complaint laboratory confirmed that a transistor located in the +12 v internal fuse control circuit was burned and destroyed. Our investigation concluded that the unit did not meet its specifications. The cause of the failure was a malfunction of a transistor on the dc/dc & standard connectors pcb.

Event description:
Manufacturer's ref#: (B)(4).